Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital with multiple shocks for tachycardia with t-wave oversensing. The physician turned off detections while the patient was evaluated and resumed medications. Subsequently, a few days later, the device was explanted and replaced. No patient complications have been reported as a result of this event.